Event description:
The lay user / patient contacted lfs on january 11, 2010 alleging inaccurate high readings on her one touch ultra 2 meter. The patient first noticed the elevated readings on an unspecified date in (B) (6) 2009 around 11:19am. The patient mentioned that she obtained a 171 mg/dl on an unspecified date and time and approximately 5-10 minutes later developed symptoms of blurry vision and was trembling. The patient took her usual dosage of glyburide (2.5mg). The patient did not seek any medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the elevated reading, she developed symptoms suggestive of hypoglycemia 5-10 minutes later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.